Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal fortum (1.5 grams; frequency and duration not reported), intraperitoneal reflin (1.5 grams; frequency and duration not reported), and intraperitoneal heparin (1000 iu in each bag for 3 days; frequency not reported) for peritonitis. Action taken with therapy was not reported. The patient is recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.